Manufacturer narrative:
Additional troubleshooting activities were performed following the reported loss of device connection. The device battery was replaced, after which a new connection was successfully established. Device logs were reviewed to assess battery status at the time of the connection loss. Multiple incident records and associated log files were analyzed; however, no evidence was identified linking the reported issue to battery performance or battery-related failures. The collected logs were further reviewed by a product specialist. Based on the analysis, no correlation could be established between the reported communication loss and the device battery. As a result, the battery was not determined to be the root cause of the event. To further investigate potential external factors, the biomedical engineering department was requested to coordinate with local information technology (it) personnel to determine whether any network traffic, connectivity, or infrastructure-related issues could have contributed to the reported loss of communication with the device.

Manufacturer narrative:
The philips remote service engineer (rse) reviewed the logs and it can be confirmed that device did not show an inop for weak/empty battery at the times. The device seems to lose connection and upon exchange of battery the device connects again. Logs also show that alarms for weak battery have been issued in other occasions. Rse requested additional information. Awaiting biomed to verify which battery was used and the status of it. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there is no alarm when battery is low. Per the logs this event occurred on (B)(6) 2026 at (B)(6). The device was reported to be in use on a patient. No adverse event to the patient or user was reported.